Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast prosthesis rupture, capsular contracture, generalized illness. Explantation month, day, and year: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation procedure with unspecified mentor gel breast prostheses and suffered several unexplained systemic symptoms, including lethargy, chronic headaches, sporadic rashes, hives on torso, itchiness, dry scalp, hair loss, elevated muscle enzymes, low pain tolerance, a bad cough that lasted two months, ana results at 1-80, joint pain that started in shoulder and migrated to hip, and memory issues. The root cause of the patient¿s symptoms is unclear. In addition, the patient¿s left breast prosthesis has shifted and is hard. The patient has developed baker grade IV capsular contracture in both breasts. A mammogram indicated possible bilateral rupture of the breast prostheses. The capsular contracture and rupture were later confirmed by a healthcare professional. Lastly, it was reported that the patient was involved in a vehicle collision in (B)(6) 2012. As a result, the patient is scheduled to undergo bilateral explantation on (B)(6) -2021. This medwatch report is for the patient¿s right breast prosthesis.